Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that impedance anomaly, noise, insulation problem and lead fracture were observed on the right ventricular lead. The rv lead was successfully explanted and replaced with no complications.